Manufacturer narrative:
The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a leak from an unknown homechoice cassette. It was reported that ¿during sleep¿ the patient became disconnected from the patient line and had fluid all over the bed. Renal therapy services assisted the patient with completing the end therapy process and cassette removal. The caregiver reported the cause of the disconnection was due to the patient being delusional as they were not taking medications correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.